Event description:
The clinician reports the implant was inserted 2021(B)(6) in ada 21. On 2023-(B)(6), loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.